Event description:
Reporting status: death. Reporting rationale: death. Device issue: stent damage. It was reported that stenting of the second segment of the right coronary artery (rca) which was being performed. The lesion was resistant and calcified. Pre-dilatation was performed with a non-compliant balloon (2.0 mm, 2.5 mm, and then a 2.75 mm). A xience v 3.0 x 28 mm stent was deployed with success. After stenting, a decision was made to treat the stenosis located in the third segment. As it was very resistant to the dilatation, a rotablator 1.75 mm device was used. To avoid altering the stent that was just implanted, the 0.014 guide wire was replaced by a 0.009 guide wire in the coaxial balloon. The guide wire was easily crossed and while rotoblating (drilling) the lesion, the implanted stent retracted at its distal part. Reportedly, the stent became like a funnel, and it was not possible to remove the rotablator device. The patient was transferred to a hospital for a coronary artery bypass graft (CABG) but died just after the surgery. No additional event or patient information is available.